Event description:
It was reported that a patient who had a small fragment tubular plate and screws put in as a child (over twenty-six years ago) presented to the surgeon on an unknown date complaining of discomfort. The surgeon determined there was a proximal femur fracture under the old plate. The old hardware was intact and was not broken, but was reported as loose. The surgeon removed the plate and screws and inserted a nail proximally into the femur. Unanticipated inter-operative x-rays were taken, and the procedure was extended by more than thirty minutes. The surgery was completed successfully. Patient's status/outcome following the revision surgery was reportedly good. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Implant date: over 26 years prior to (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.